Event description:
It was reported that the shaft for the rear rotation knob on the st holster is bent, cuasing the gears in the holster housing to come loose, stopping the cutter movement. The customer was able to pull the gears into place and complete the breast biopsy with no patient consequence. One device to be returned for analysis by the customer.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the port shaft and top frame. Parts replaced that were unrelated to the customer complaint were the firing lever, safety latch and the rotational and translational cables. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.